Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The root cause of patient injury (hemolysis) was not determined. It was mentioned that they have observed hemolysis during crrt (continuous renal replacement therapy) and they have declined the assistance needed for hemolysis. Patient was stable till the end of the case after the issue and no other concerns related with impella. The product and the data were not returned to investigate further. Therefore, the cause of hemolysis was not determined and unknown relation to impella. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist for use during cardiogenic shock in the following sections: section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 32-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support was taken to the or for impella replacement for extreme hemolysis. In the or the surgeon placed a new graft with end to end technique onto the right axillary. Impella placed per IFU protocol. Proper position was verified by fluoroscopy and trans-"esophageal" echo, md pleased with position. The pump explantation and crrt dialysis were the treatments for the hemolysis. The patient was supported in total for just under 28 days and was bridged to lvad successfully.